Event description:
The coil stretched. This patient was undergoing coil embolization within a anterior communicating artery aneurysm. (A-com). There was no calcification/tortuosity present within the vessel. One coil delivery system was advanced thru the excelsior 10 microcatheter (mc) and the coil was deployed. There was no resistance during advancing the 2nd coil delivery system thru the same mc. No resistance felt while repositioning the coil in the aneurysm, when it stretched. It was stretched when the physician was inserting the coil in the aneurysm. There was one to one relationship between the coil and delivery tube and verified with flouro prior to repositioning. The stretched coil removed from the mc without difficulty. Continuous flush was maintained within the mc. There was no resistance between the gw and the mc when accessing the target site. Four other coils were deployed to complete the procedure. There was no adverse effect to the patient.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.